Event description:
Caller states that the patient tested 6.6 inr using strip lot 416ai18 while a lab drawn within 4 hours returned as 3.6 inr. Not action was taken based on device results. No adverse event reported. Requested return of suspect device and replacement was sent.